Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Multiple patients and ¿all five relevant manufacturers¿ were stated in the article and a one to one correlation cannot be made. The baseline gender/age characteristic is male/61 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: defensive implantable cardioverter-defibrillator programming is safe and reduces inappropriate therapy: comparison of 3 programming strategies in 1,471 patients. Circulation journal 82 (12): 2976-2982. Doi: 10.1253/circj.cj-18-0611. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (ICD), cardiac resynchronization therapy defibrillators (crt-d), inappropriate shocks, inappropriate anti-tachycardia pacing (atp), and programming strategies. The authors discussed the number of patients that received inappropriate shocks/atp and compared this to three category settings. Additionally, the article showed there were ¿all cause deaths.¿ the status/disposition of the devices is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.